Event description:
It was reported that the handpiece gets very hot. No pt involvement. Same device was used to finish procedure. No pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was tested on a generator and was found to be functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for the hand piece to have temperature issues.